Event description:
User facility medwatch (medsun) report #(B)(4) received that states: "describe the event or problem: right groin access. Perclose device failed two out of the three times. Md decided to leave the sheath in and remove the next day. Vendor contacted by cardiac catheterization lab leadership of event. Unsure if event was user error or device failure. Vendor was asked to provide additional training to staff. Cath lab leadership will also track and trend for additional events. No harm to patient. Patient was taken back to cardiac catheterization lab for closure and sheath removal." Additional information was obtained from the account. It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary intervention (pci) procedure. The sutures of one perclose were successfully pre-placed. The pci procedure was performed. Reportedly, the non-abbott sheath was removed and hemostasis was attempted with the pre-placed perclose suture; however, hemostasis was not achieved. Another perclose was used; however, hemostasis was still not achieved. A 10f sheath was inserted and hemostasis was achieved. The patient had to have another procedure on (B)(6)2025 to remove the sheath and hemostasis was achieved with a non-abbott device. It was also confirmed that although the user facility medwatch (medsun) report had stated "perclose device failed two out of the three times", the procedural notes documented that only the two perclose devices were used in the procedure. There was no reported adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy as the patient had to be taken back for the second procedure on (B)(6)2025 to remove the sheath and use another device to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 ¿ model #, catalog #: updated.